Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted CT to body divergence. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The physician had difficulty registering the patient during an enb procedure and cancelled the procedure. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.